Event description:
An ophthalmic surgeon reported poor aspiration during a procedure. The surgery was completed with the same system and accessories. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the system had poor aspiration. The procedure was completed with the same system, accessories, and consumables. There was no patient impact. The company representative examined the system and did not indicate finding any issues associated to the reported event. The company representative confirmed the cutter driving pressure and then performed functional tests. The system was then tested and met all product specifications. The system was manufactured on february 2, 2001. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore the root cause of the reported event cannot be determined conclusively. (B)(4).